Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve for analysis, a root cause of the stenosis / regurgitation cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, seven months post implant of this bioprosthetic valve, this valve was replaced with a transcatheter bioprosthetic valve due to stenosis and mild regurgitation. Prior to the replacement procedure, the patient complained of fatigue, but no other adverse patient effects were reported.